Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer's family member reported the patient was unable to void and was not feeling stimulation. A urinary symptom was reported and there was a sudden change in therapy/ symptoms. They went to see the health care provider on (B)(6) 2015 for them to change programs. The patient received the device towards the end of (B)(6).